Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (long cervical distractor-right, part number u44-633-10, lot number a7na15). The subject device was returned with the complaint condition reporting that that a right long cervical distractor was missing a screw after wash. It is believed that the screw went down the drain while in the wash. There was no patient involvement. The returned right long cervical distractor (u44-633-10, a7na15) is one of two long cervical distractors and one of four total cervical distractors offered as an option to help access the operative field during spine surgery. The returned distractor was received with superficial wear indicative of heavy usage, and with a missing component intended to secure the butterfly nut, which is used to manipulate the distance of distraction. A device history record review was attempted for the subject device lot. Manufacturing location: tuttlingen. Date of manufacture: week 15 in 2004. Device history records are no longer available for review due to the age of the instrument. Record retention requirements in place at the time required that device history records be retained for only ten years after date of manufacture. The exact date of manufacture is unknown. Drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. A design change order mentioned a change in the material of the screw used to secure the butterfly nut from stainless steel (ss) 303 to 304. The drawing calls out a laser weld of the screw, which would be more effective with ss 304 than ss 303, and would likely help prevent the occurrence of the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description does not provide details regarding how the complaint condition occurred, but it was believed that the missing screw went missing during sterile processing. Based on the available information it is not possible to determine a definitive root cause, but it is possible that the complaint condition occurred due to being exposed to excessive forces and/or rough handling of the part. Additionally, a design change order mentioned a change in the material of the screw used to secure the butterfly nut from stainless steel (ss) 303 to 304. The drawing calls out a laser weld of the screw, which would be more effective with ss 304 than ss 303, and would likely help prevent the occurrence of the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw was found to be missing from a right long cervical distractor following a wash cycle on an unknown date. It is believed that the screw went down the drain during the wash cycle. There was no reported patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.